Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel perforation, hemorrhage and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Following unsuccessful attempt to recanalyze the right a1 anterior cerebral artery (aca) vasospasm with intra-arterial milrinone infusion (dose unknown), the subject device was advanced to the proximal right m1 middle cerebral artery (mca) and inflated twice using a 1ml syringe. After the second inflation, an unsuccessful attempt was made to deflect the guidewire off the device into the right a1 aca segment. The device was deflated; however, follow-up angiogram revealed a rupture of the proximal right mca and carotid terminus area. The balloon was reinflated; intravenous labetalol (dose unknown) was given to lower the patient¿s blood pressure and 50mg of protamine to reverse the heparinization. Angiography showed persistent extravasation. In an attempt to stop the bleeding, the right m1 mca and the right internal carotid artery were sacrificed by deploying several coils; however, some extravasation continued. Following the procedure, the patient demonstrated no evidence of neurological function. The next day post procedure, patient showed absence of all brain stem reflexes, no spontaneous movements and failed an apnea test. Two days post procedure, the patient was declared brain dead.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
Following unsuccessful attempt to recanalyze the right a1 anterior cerebral artery (aca) vasospasm with intra-arterial milrinone infusion (dose unknown), the subject device was advanced to the proximal right m1 middle cerebral artery (mca) and inflated twice using a 1ml syringe. After the second inflation, an unsuccessful attempt was made to deflect the guidewire off the device into the right a1 aca segment. The device was deflated; however, follow-up angiogram revealed a rupture of the proximal right mca and carotid terminus area. The balloon was reinflated; intravenous labetalol (dose unknown) was given to lower the patient¿s blood pressure and 50mg of protamine to reverse the heparization. Angiography showed persistent extravasation. In an attempt to stop the bleeding, the right m1 mca and the right internal carotid artery were sacrificed by deploying several coils; however, some extravasation continued. Following the procedure, the patient demonstrated no evidence of neurological function. The next day post procedure, patient showed absence of all brain stem reflexes, no spontaneous movements and failed an apnea test. Two days post procedure, the patient was declared brain dead.